Manufacturer narrative:
(B)(4). G2: foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw hole covers will not come out. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. Visual examination of the provided picture identified the shell with two-hole plugs inserted. No further evaluation could be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported shell and hole plugs were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.